Manufacturer narrative:
Reported lot number 5750450 does not match part number per internal regulatory information system. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that during an open reduction internal fixation surgery (orif) of the elbow on (B)(6) 2016 while attempting to drill a hole in the bone, the 2.0mm drill bit broke and a fragment fell into the patient. The surgeon made the decision to leave the fragment and not retrieve it. Another drill bit was readily available. There was no delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - part mfg date: 08/22/2011. Part exp. Date: n/a . DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# 6750460 of 2.0mm drill bit/qc/125mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned drill bit was received with the distal tip sheared off. The sheared off distal tip was not returned for evaluation. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by off axis force exerted on the drill bit during drilling. It is not likely that the design of the instrument contributed to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. The 2.0mm drill bit/qc/125mm (310.21) is noted in six system technique guides including: standard tibial plateau leveling osteotomy, small fragment locking compression plate and small fragment system. In each system the drill bit is utilized to predrill prior to the insertion of 2.7mm cortex or locking screws. The returned device was examined and the complaint condition was able to be confirmed as approximately 12mm of the distal tip was found to be missing. The remainder of the device was evaluated and no defects of deficiencies which may have potentially contributed to the failure mode were identified. Relevant drawings for the returned instrument were reviewed (from the time of manufacture to present revision). The design, materials and finishing process were found to be appropriate for the intended use of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.